Event description:
Ous MDR - after an implantation time of about 6 weeks, this lead was found to be dislodged. The lead was explanted and not returned to biotronik for analysis. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. A conclusion on the clinical observation can not be made at present. The investigation will continue as new information becomes available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the loss of fixation mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.